Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. After 20 minutes into the procedure, the blade would not cut appropriately. The tissue being morcellated was described as being somewhat calcified. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade passed the sharpness test, and the device operated as intended throughout the evaluation without issue.